Event description:
Additional information received from the manufacturer representative reported that the patient was revised on (B)(6) 2017 and the old system was completely removed and replaced. The patient was enjoying the new stimulation system and was getting great coverage. The cause of the issues were not found, but the healthcare provider noted the age of the system and felt to replace it all.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of peripheral causalgia. It was reported that the patient saw an end of service code. The rep was seeing an eol message on the 8840 while interrogating the device, the patient stated that they started feeling jolting from the device and had turned it off about a month ago. The patient felt stimulation during the impedance measurements. The 8840 showed longevity of >120 months. The impedances are as follows: c0 833 c1 833 c2 1679 c3 ??? 03 578 therapy impedance was 4000 and when it was rerun it showed 633. The options for replacement were going to be discussed at that time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.